Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned h6 investigation findings: c22 - photo review a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a suture used in surgery that apparently broke based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2025 and suture was used. While suturing the scleral incision, the suture broke and needed to be re sutured. After replacing with another batch of suture and re suturing, the incision closed well and the surgery ended smoothly. No adverse patient consequences were reported. No additional information was provided.